Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery tube. Unable to verify pump error 23 due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and insulin pump received post-reset ram crc alarm alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer declined troubleshooting for blank display. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.